Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that there was going to be a revision for an unknown purpose. It was noted that they were going to move the ins to the back. It was unknown if the patient completely recovered. No medical symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the implantable neurostimulator (ins) had to be moved because the patient could not recharge adequately. The patient had multiple other conditions included a colostomy. The physician had moved the ins for obscure reason before christmas but the ins moved after the last surgery and was on the way of the ostomy bag belt and was tilting. The patient was improving great difficulty to recharge his ins. There was no information regarding if the event was resolved.